Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/04/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2013 with the following findings: during investigation, a review of the pump history showed no warnings or alarms related to complaint, however multiple pump reboots were observed in the black box on 07/29/2013. The battery compartment was found to be intact with no damage observed. There was no evidence of moisture contamination found inside the battery compartment. The battery cap was able to fully tighten to the pump. A power loss was not observed during testing. The battery cap contact height and width were found to be within specifications. During testing, the pump was exercised for 24 hours with no power loss or battery related warnings occurring. The pump case was removed and there was evidence of moisture contamination found inside of the pump. Unrelated to the complaint, the display was found to be faded, discolored and difficult to read. A test screen was inserted and was found to function properly. The intermittent power issue was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.